Event description:
Discovered the #5 accolade 2 broach won't stay on standard broach handles. All other broaches are fine so the handle is good.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
Reported event: an event regarding accolade broach that will not lock onto the broach handle involving a size 5 accolade ii broach was reported. A review of the device history records indicates that the reported devices were manufactured and accepted into final stock with no reported discrepancies. The complaint history review indicated that there were no similar events for the reported lot. Visual, dimensional and functional analysis could not be performed as the device was not returned. Conclusion: the size 5 accolade ii broach was returned for analysis and the event confirmed by an unsuccessful attempt to assemble it to a broach handle from the loaner department. This was repeated with a second handle. The issue appears to be related to the broach and not the handle as several broaches were successfully assembled to the two test handles. This was also found true as reported in the event description of this pi. Dimensional analysis of the broach was inconclusive due to the damage found on its surfaces that mate with the handle. The event was reported as having occurred before surgery. There was no patient involvement. This event meets the definition of preventive maintenance. No further investigation is required at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened.

Event description:
Discovered the #5 accolade 2 broach won't stay on standard broach handles. All other broaches are fine so the handle is good.